Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the proximal end, near the gold-colored electrical contact used to connect to the energy pin. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis include damage incurred during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument with the broken main tube has a potential missing fragment.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system serial#: (B)(6). The procedure category was thoracic. The console surgeons were confirmed. The damage was observed from a portion of the device that enters the patient. Tip of the instrument was angled and not able to straighten to remove through trocar, so undock the arm to remove the instrument with trocar. No additional port was made. Images are available for review.